Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable could no longer charge the customer's pump. Replacement cable was sent to the customer. The customer's blood glucose level was 164 mg/dl.